Event description:
(B)(6) formerly known as (B)(6) utilized a generic form of invisalign that look more like retainers than invisalign. I was not informed that the appliance was not invisalign until after the brackets were placed into my mouth along with the generic appliance. The appliance, called duo orthodontics, has caused my teeth to be crooked/off balanced, impair my speech (slur, spitting), and forces me to move my bottom jaw forward to eat and speak which results in headaches from the strain on trying to adjust my mouth. My tongue feels like I am going to swallow it because it has been pushed back too far from this appliance.